Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the adverse event was due to difficulty emptying bladder. The patient had a follow-up voiding trial on (B)(6) 2015 and "voided without difficulty." There were no further patient complications reported in relation to this event.

Event description:
Related to MFR report number 2183959-2015-00144. It was reported that following the implantation of a miniarc sling, the patient was "'discharged with indwelling catheter" as "standard of care." The underlying reason for the catheter was not clarified. The event was considered resolved/recovered with no sequelae on (B)(6) 2015 and "no additional treatment needed at this time". There were no further patient complications reported as a result of this event.